Event description:
It was reported that during a da vinci-assisted surgical procedure, physical damage was observed on the harmonic ace instrument. The user completed the procedure using a backup harmonic ace with no further issue reported. Isi followed up with the initial reporter and obtained the following additional information: the initial report indicated that no fragment fell inside the patient; however, the follow up response from the nurse was ambiguous and it is unclear if a fragment actually fell inside the patient. The nurse stated that the fragment was removed endoscopically with no fragments remaining in the patient. There were no complications as a result of the fragment fall.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the harmonic ace instrument for failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke roughly 0.198" from the base. The broken piece was returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). .